Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 400 (mg/dl). The customer administered a pen injection to stabilized bg levels. Reportedly, the customer would use insulin pens as alternate insulin therapy.